Event description:
The facility had sent an infusion pump in for service where a technician discovered a failure. Although an attempt had been made to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.